Event description:
The manufacturer received information alleging an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath. The patient was reportedly hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging became degraded and caused the patient to have shortness of breath was hospitalized in response to the reported event related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow up report will be filed. Section h6 updated in this report.